Event description:
Customer reported fluoro images are dark and film mode is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the x-ray and cassette positioning. System operates as intended. This MDR is related to ge healthcare complaint number.